Event description:
Report was received from the USA stating there was "vibration" in the device during an ear, nose, and throat mastoid surgery. There was no delay in the surgery, surgery continued with the same device. The hospital declined any pt info. There were no injuries or medical intervention reported. No add'l info was provided.

Manufacturer narrative:
The device has been received by anspach. The device was evaluated and passed all manufacturing specs. The event was not confirmed. If add'l info is received, a supplemental report will be sent.